Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that (1) tsw35 was fired and had numerous spots on the staple line where there was bleeding. There were misformed staples in many places and the surgeon used electrocautery in numerous places to stop bleeding. The instrument was fired no more than (8) times. There was no consequence to the patient.